Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced brittle diabetic and low blood glucose level. Customer's blood glucose value was 53 mg/dl. The customer was offered to troubleshooting for low blood glucose but she declined. The customer was already corrected that last night by drinking a glass of juice. Customer stated that she got a failed sensor last night and it gave sensor updating, then change sensor alert. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.